Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 465 mg/dl, with moderate ketones. Reportedly, the customer inadvertently was using an empty cartridge and was unaware that they were not receiving insulin. Subsequently, customer was hospitalized. Bg was treated with saline, potassium, b-10, and insulin. Customer acknowledged the event was caused by user error and the pump was functioning as intended.